Event description:
Device 1 of 4. Reference MFR. Report #1627487-2019-00746. Reference MFR. Report #1627487-2019-00747. Reference MFR. Report #1627487-2019-00748. It was reported the patient lost effective coverage due to the drg leads migrating the patient underwent surgical intervention where the leads were explanted and replaced restoring therapy.